Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab examined the user interface module (uim) and reported touch screen freezing up was not duplicated. Touch screen calibrations were off so the device was placed into service mode and touch screen calibrations were performed. After completion of calibration, device functioned and operated properly. The reported issue was determined to be the touch screen out of calibrations as the likely issue the customer experienced. The tested and is now operating to service specifications and will be returned to the customer.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is frozen and will not allow changes. The customer reported no patient involvement associated with this event.